Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was reprogrammed to a l ower pw and rates. The reported issues have not been resolved. Cause of the burning sensation was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was feeling a burning sensation at the lead site and the pocket site when stimulation is on. The caller stated that they never turn stimulation off so they have been experiencing the burning sensation since it began about a year ago. The rep stated that the patient dealt with the burning sensation because the patient with stimulation off is worse than the burning. The caller stated that when they touched the battery to interrogate the ins the patient jumped, so the site is tender. The rep stated that the impedances look good and the leads are peripheral in middle of back or right of back in lower back. Impedances were tested at 1.5 volts and yielded the following ref 0 986ohms - 1628ohms ref 8 678ohms - 1394ohms. The rep stated that the patient is programmed using all electrodes active 0-7 all + 8-15 all - 1.45 300 microseconds 60 hz. With a group impedance of 150 ohms 8.323ma. The patient claimed that the healthcare provider (hcp) office did not find the cause of the burning sensation. The caller stated that the patient had a fall where they hurt their neck around the time of the burning sensation. It was reviewed to turn stimulation off to determine if the burning goes away, try alternative programming, and to evaluate the pocket for reason for tenderness. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member of the patient on 2018-jul-26. It was reported that the implant was constantly burning the patient¿s back going own her leg and the leads were burning; a manufacturer representative (rep) told the patient that the lead might be resting on a nerve. The patient was in constant pain, when they change the setting, the pain got worse, so when she changed the setting to the original setting, the burning sensation would start again, and it got worse. The changing of the settings also made the patient nauseous. The caller also reported that the device was not working, and it never did anything for the patient. The patient was later contacted, and it was reported that their pain doctor took an x-ray and it looked like the leas were put in the wrong spot. There were no further complications reported.